Event description:
It was reported that the device had internal clock issues. The product fault occurred during testing. The customer returned the product for the internal clock issues, and during physical inspection it was found that the downstream occlusion (dso) seal was lifted. There was no patient involvement.

Manufacturer narrative:
H3, h6: one device was received for evaluation. Visual inspection found a lifted downstream occlusion (dso) seal. Functional testing was able to duplicate the issue. The device was found to be out of date. The internal real time clock (rtc) battery was the root cause. The device was charged for 250 hours. Service history review had no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.